Event description:
The complaint is reported as: "ICU had an issue with a cvc tri lumen kit, one of the lumens broke inside of a patient when the nurse was changing the cvc kit. The nurse was doing a central line dressing change and realized one of the lumens was cut/came off when the dressing was removed. We immediately clamped the line. No intervention was done besides removing the central line. Patient was stable and has been discharged home." The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "ICU had an issue with a cvc tri lumen kit, one of the lumens broke inside of a patient when the nurse was changing the cvc kit. The nurse was doing a central line dressing change and realized one of the lumens was cut/came off when the dressing was removed. We immediately clamped the line. No intervention was done besides removing the central line. Patient was stable and has been discharged home." The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one 3-l catheter for analysis. Definite signs of use were observed on the returned catheter. Visual analysis of the catheter revealed that the medial extension line was torn in the middle of the body. Microscopic examination confirmed the damage and revealed that the edges were smooth and uniform, which is damage consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc.). The overall length of the catheter measured 219mm, which is within the specification limits of per 207mm - 227mm the catheter product drawing. The outer diameter of the medial extension line measured 0.08585" which is within the specification limits of 0.084" - 0.088" per the medial extension line graphic. The inner diameter of the medial extension line measured 0.055" which is within the specification limits of 0.055" - 0.059" per the medial extension line graphic. The catheter was functionally tested per the instructions for use provided with a general cdc-45703-xp1a kit, which states "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The distal and proximal extension lines were flushed with a lab inventory syringe and both flushed as intended. The medial extension line was flushed and water exited out the separation/tear in the extension line. A manual tug test confirmed that the extension lines were secure within their respective luer hubs. The IFU provided with this kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The finished good lot number is not provided and sales history is not available to find a potential lot number. Thus, the analysis of the sample was performed based on information from a general cdc-45703-xp1a kit. The customer report of a torn extension line could be confirmed through the complaint investigation. Visual analysis revealed that the medial extension line was separated in the middle of the body. The appearance of the separation was smooth and uniform, which is consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc.). Despite the damage, the catheter met all relevant dimensional requirements. During functional testing, water was observed to exit out of the separation/tear. Based on the customer report and the sample received, the root cause is likely unintentional use error (contact with sharps). Teleflex will continue to monitor and trend for reports of this nature.